Event description:
One week following a lead revision (see manufacturer's report number 3004209178200902416), high impedance readings were noted on one of the quad leads. The pt was not receiving effective stimulation. A second revision was being considered. Additional information has been requested, a follow-up report will be sent if additional information becomes available.